Manufacturer narrative:
It was previously reported: the manufacturer received information a trilogy ev300 ventilator was reported to have had a test failure during service resulting in a failure to calibrate. The ventilator failed the active exhalation verification in the system setup test. There was no patient involvement, and no harm or injury reported. The device's 3-way solenoid valve and proportional valves require replacement to address the issue. Onsite service for device repair has not been scheduled at this time. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. MDR report 2518422-2026-001859 is a duplicate of MDR report 2518422-2025-110656. MDR report 2518422-2026-001859 was filed for the same issue reported on MDR report 2518422-2025-110656. Additional information received january 21, 2026, indicates the philips field service engineer confirmed the initially reported device test failure and replaced the device's 3-way solenoid valve and proportional valves; however, the device failed the same test again after component replacement. The device's 3-way solenoid valve and proportional valves were replaced once again. Repair testing is still in process for this device. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer received information a trilogy ev300 ventilator was reported to have had a test failure during service resulting in a failure to calibrate. The ventilator failed the active exhalation verification in the system setup test. There was no patient involvement, and no harm or injury reported. The device's 3-way solenoid valve and proportional valves require replacement to address the issue. Onsite service for device repair has not been scheduled at this time. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.